Manufacturer narrative:
As reported, the surgeon did not cut the inflation tube at skin level below the yellow anchor prior to removal as prescribed in the instructions-for-use. Pulling the inflation tube through the abdomen with the yellow anchor attached can lead to the yellow anchor getting caught in the anatomy. Had the user followed this instruction the yellow anchor portion of the inflation tube would have been removed prior to pulling it through the abdomen. Based on the information provided the reported event is determined to be use related as the instructions-for-use were not followed. To date there have been no other reported complaints for this lot number. Per the instructions-for-use, supplied with the device, ¿to deflate the echo ps positioning system release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube¿. Device not returned.

Event description:
As reported on (B)(6) 2022 while removing the echo ps inflation assembly following implant of the ventralight st mesh the inflation tube broke and a portion of the inflation tube which included the yellow anchor was left in the patient¿s abdomen. It was reported that the surgeon did not cut the inflation tube at the skin level below the yellow anchor prior to removing the echo ps inflation assembly. The surgeon attempted to retrieve the piece of inflation tube using a suction irrigator; however, was unsuccessful and the piece was left in vivo.